Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had a partial display; the customer would press a button and the green light would come on but nothing else. The patient's blood glucose at the time of incident was 56 mg/dl. The insulin pump was not bumped or dropped. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. The pump alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. Unable to perform the rewind, basic occlusion, occlusion, prime, or excessive no delivery alarm tests due to the motor error alarm. The pump was received with normal operating currents and passed the unexpected restart error tests. The motor passed the motor test. No missing segment/partial display or backlight anomaly during testing was noted. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.